Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient the device displayed the end of service (eos) message. In turn, the patient was not receiving therapy. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Issue resolved.